Event description:
The customer reported that the curved part of the avaflex needle broke off into the patient's vertebral body and could not be removed.  This happened during cementing after the cement had been sitting inside the needle for about 5 minutes. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample is available for evaluation but has not been received as of yet. If the sample is received and/or further information is made available, a follow-up medwatch will be submitted.